Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part: 02.027.034s, lot: l788631: manufacturing site: bettlach,l release to warehouse date: 28. Feb. 2018: expiry date: 01. Feb. 2028: the device history record shows this lot of 34 pieces produced and released in february 2018. The manufacturing review shows that an nc-03882 was generated during production. This non-conformance is not relevant to the complaint condition, because during the assembling 6 pieces detected that the blade were not freely rotation. The damaged pieces were dispositioned as scrap. A product investigation was conducted. The received pfna blade is all in all in good condition. There is just small scratch on the surface of the sleeve visible. Functional test: a functional test was performed and has shown that the blade is fully function as intended. The blade can be locked and unlocked without any problems. Summary: the received pfna blade is all in all in good condition. There is just small scratch on the surface of the sleeve visible. A functional test was performed and has shown that the blade is fully functional. This lot of (B)(4) pieces was manufactured in february 2018 according to the specification. Based on that a product related issue can be excluded. The exact cause which has led to this complaint could not be evaluated. As the part is functional as intended we determine the reported problem as handling error. As the product is fully functional the complaint is unconfirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: patient height reported as 155cm. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The procedure was completed successfully with no delay. There is no reported patient harm.

Manufacturer narrative:
It is unknown if there was any patient involvement. It is unknown if or when device was implanted or explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date, the locking mechanism of the helical blade does not work properly; it could not release. It is unknown if there is any patient or procedure involvement. This report is for a pfna blade perf l95 sst. This is report 1 of 1 for (B)(4).